Manufacturer narrative:
An event regarding non functional involving a scorpio extractor was reported. The event was not confirmed by functional test. Method & results: product evaluation and results: a visual inspection was conducted and the device was returned in used condition. There are light scratches and abrasions in various areas of the device. A functional inspection was conducted with the returned 7650-1138, slide hammer/extractor, lot rd6w092; and 7650-1136, lot ss 182407 1¿ headed fixation pin. The 1 inch headed pin fit securely and held in the slide hammer. The device performed as intended. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event could not be confirmed nor the root cause be determined. A functional test was conducted to see if the issue of the short pins would hook onto the tip of the slide hammer/extractor. The 1¿ headed fixation pin was used with the returned device and it did hook into the slide hammer/extractor.

Event description:
It was reported that the metal foreign object was recognized at the part where the head of the slide hammer/ extractor was hooked and the short pin could not be pulled out. Therefore, the short pin was removed with pliers.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the metal foreign object was recognized at the part where the head of the slide hammer/ extractor was hooked and the short pin could not be pulled out. Therefore, the short pin was removed with pliers.